Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they decided to have the rechargeable implantable neurostimulator (ins) implanted after it was found out that the patient was developing scar tissue at the ins implant site, and they were taking longer to heal after the 2nd ins was implanted. It was noted that the healthcare professional (hcp) was aware of the scarring and longer healing time so the rechargeable ins was selected to replace the 2nd primary cell. The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.